Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the keyboard, which resolved the reported issue.

Event description:
It was reported that during patient use, a key on the keyboard was not functioning. The patient was removed from the ventilator and transferred to another ventilator without harm.